Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, a component disengaged from the device during use. The surgeon used another device. The hospital has reported no patient injury occurred.